Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture and detached inside the patient. The 70-80% stenosed hard lesion was located in a calcified and moderately tortuous shunt located in the upper arm shunt vein. The mustang 8.0 x 40, 75cm balloon was inflated to sixteen to eighteen atmospheres the first four inflations the balloon ruptured circumferentially at eighteen atmospheres on the fifth inflation. The balloon detached inside the patient and a snare was used to snare out the fragment. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture and detached inside the patient. The 70-80% stenosed hard lesion was located in a calcified and moderately tortuous shunt located in the upper arm shunt vein. The mustang 8.0 x 40, 75cm balloon was inflated to sixteen to eighteen atmospheres the first four inflations the balloon ruptured circumferentially at eighteen atmospheres on the fifth inflation. The balloon detached inside the patient and a snare was used to snare out the fragment. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed a complete balloon circumferential tear had occurred at 2cm distal to the distal edge of the proximal markerband. A break was also noted in the shaft at the distal edge of the distal markerband. The distal section of the balloon tear and the distal end of the shaft break, including the tip were snagged in the snare, which was positioned inserted through the introducer sheath. An examination of the break site in the shaft found that the shaft was stretched. It was noted that the balloon protector was free moving along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).